Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 7.3 cm in diameter x 8.5 cm long taa and bilateral common femoral aneurysms, approximately two years ago. The access vessel had moderate tortuosity and moderate calcification. The aorta had severe tortuosity. At the time of implant, the proximal aortic neck was 38 mm in diameter and 40 mm long. During the same procedure, an iliac femoral dacron graft was placed for the femoral aneurysms. At a CT scan two months post index procedure, a type ii endoleak was seen; the taa at that time was 7.5 cm in diameter x 8.5 cm long, and the proximal aortic neck was 42-46 mm in diameter and 40 mm long. At a CT scan one year post index procedure, a proximal migration of 18 mm and a proximal type I endoleak was noted. At the time of migration, the taa was 7.6 cm in diameter x 32.7 cm long, and the proximal aortic neck was 54 mm in diameter and 10 mm long. The CT report also showed that the taa increased in size from 8 cm to 9 cm. The stent graft moved distally and is now 33 mm from the left subclavian artery, whereas previously it was ~15 mm. Also, the proximal stent end is not close to the aortic wall anymore, resulting in a proximal type I endoleak. A secondary procedure was performed eleven months post index procedure, to treat the migration and proximal type I endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak, migration); patient's condition affected effectiveness of device (disease progression; proximal neck dilatation; type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; proximal neck dilatation; type ii endoleak).